Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. It was found that the hole section of the biopsy valve had detached. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: repeated insertion and withdrawal of the endotherapy accessories combined with the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, a component of the biopsy valve detached during stent insertion. The detached component was identified near the patient¿s duodenal papilla and was retrieved. The procedure was completed using the same device. There were no further reports of patient harm.